Event description:
It was reported that a pt underwent a hysteroscopy. The pt was experiencing pain and menorrhagia, and it was suspected that the pt had intrauterine polyps. In 2005, a tcrm and tcre were performed with hysteroscopic excision of myoma and endometritis in the uterus. A laparoscopic sterilisation was performed at the same time as the operation. At the time of the operation, a small solitary fibroma on the right side was described. A salt water distension agent was used and the cervical canal was dilated from hogar 4 -10. The resectoscope with a 4 mm bipolar loop electrode set to a max. Capacity of 170 watts and a coagulation effect of 80 des was introduced. The uterine cavity was distended and isotonic. Nacl from the generator with pump and suction was set to a 300 ml flow and maximum intrauterine pressure of 100 mm hg. It was ensured that there was no air in the hoses. During the operation, the pt suffered a sudden low c02 and there was a slight suspicion of a lung air embolism. During the course of the anaesthesia, there was a fall in et c02 from around 35 to 25 mm hg. It has fallen gradually over 3-4 minutes. There was no arrhythmia or fall in blood pressure. The acid/base ratio was taken, which showed a pac02 of around 11 mm hg higher. Et c02 was somewhat normalized during the course of the anaesthesia. Pt was moved postoperatively to a stationary observation section. There was no sign of cardiac or pulmonary effect and there was normal coagulation.